Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse cleaned the ise drains and replaced drain tubing at waste container. The fse also replaced the buffer valves due to air in buffer syringe in cell 1, and the ise data printed circuit board as air was present in buffer syringe. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse verified system performance and no further issues were reported. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) patient results with negative anion gaps on their au5800 clinical chemistry analyzer. The erroneous results were not released out of the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data printouts or demographics. The customer stated that in general, the results were -1 to -2 on the au5800 and 6 to 7 on their other instrument.